Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. PMA/510k - this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -07.50/0.5/094 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2021 from patient's left eye (os) due to excessive vault.this resolved the problem. Cause of the event is reported as unknown.